Event description:
It was reported that during the implant procedure a new atrial lead was attempted to be implanted but there were low p-waves and could not get any significant values with the lead. The lead was removed and a different atrial lead was attempted. However, this second lead had the same issues and was also removed. The physician then decided to keep the existing atrial lead in use as this chronic lead's values were able to be obtained. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.